Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. No abnormalities noted during preparation. During procedure, once sheath was in the patient, the catheter was positioned in the clear portion past the handle, then air was effortlessly pulled during aspiration. Air breach noted in handle/stopcock. Pressure bag was the irrigation method. The bubbles were observed and aspirated. No air seen inside the patient. Guidewire was at the tip of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. No abnormalities noted during preparation. During procedure, once sheath was in the patient, the catheter was positioned in the clear portion past the handle, then air was effortlessly pulled during aspiration. Air breach noted in handle/stopcock. Pressure bag was the irrigation method. The bubbles were observed and aspirated. No air seen inside the patient. Guidewire was at the tip of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen and external hemostatic valve. However, the internal hemostatic valve had tears by the center slit. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. This finding indicated the potential source of air ingress. Additionally, the internal hemostatic valve was found deformed potentially due to the dilator inserted in the sheath for an extended period during storage/shipping. The reported event was confirmed.